Manufacturer narrative:
H6- work order search: no similar complaint type events were reported for units within the same lot. Claim (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.50/+1.0/073 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to the lens tore during delivery into the eye. There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was unknown.